Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his back underneath the lifevest garment. The patient's physician prescribed an unknown cream. During a follow-up the patient's wife reported that the irritation was still there, but had improved after using the cream.